Event description:
The pt reported e8 (power interrupt) was displayed on the infusion device and she was unable to clear the error despite changing the battery. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval. During preliminary eval it was found that the up button of the infusion device does not function. Add'l info will be provided when eval has been completed.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.